Event description:
It was reported that during a clinic visit, the reset was found when seeing patient post radiation treatment. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.